Event description:
It was reported that the physician opened the package and found the tip of the fogarty catheter broken.

Manufacturer narrative:
We received one 120804f embolectomy catheter without the packaging for examination. The catheter tip appears damaged. A close visual examination found the tubing to be fractured under the balloon latex. The tubing is broken at the #1 inflation hole. The three other inflation holes are collapsed (oval shaped). The break sites matches and there are no missing sections. The proximal and distal windings are not damaged. The catheter body appears to be in good condition. The inflation lumen is occluded and the occlusion could not be cleared. There are no missing components on the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.